Manufacturer narrative:
Block approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: (B)(4). Model: sc-8216-70 serial: (B)(4). Batch: 19007804.

Event description:
It was reported that the patients spinal cord stimulator (scs) device poked a hole through the patients hip and was coming out. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.